Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The entire ipp was removed and replaced with a new one. Further information was requested and not yet received. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the patient experienced mechanical failure with the inflatable penile prosthesis (ipp) cylinders. The entire ipp was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Event and adverse event or product problem updated.